Manufacturer narrative:
Reference: (B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned, x-review DHR. Analysis and findings : product has not arrived for investigation. RMA (B)(4) is still listed as not received. A review of the device history record for lot no. 264-18 was made under wo (B)(4) indicated that the units were released meeting all quality release specifications at the time of manufacture and did not reveal any abnormalities. Although product was not returned, a complaint history review shows that there were other complaints that may be similar, with small fragments of the cups becoming either damaged or melted, disengaging from the cup. Quality engineering, research and development, marketing, and product surveillance conducted an investigation into advincula soft koh-efficient product complaints from (B)(6), where small fragments (~ 1 mm) of the soft cup either became damaged or melted, disengaging from the cup. This evaluation was based on a review of complaint history, a device history file review, and photographs of the applied advincula soft koh-efficient products. In the previous complaints, replication of the reported condition may be attributed to technique during a colpotomy, in which constant movement of the electrosurgical unit (esu) cutting tip is necessary. For example, if the end user does not keep the esu tip moving and remains in one place on tissue for an extended period of time, the advincula soft cup material may begin to melt. Due to the complaint not being returned, a full investigation cannot be performed. Should complaint return in the future for evaluation, any pertinent information will be added to the complaint file. Correction and/or corrective action: coopersurgical is exploring other potential soft materials with a higher melting temperature - reference CAPA 722 . The product met the required release specifications per DHR review. No re-training required. Was the complaint confirmed? No.

Event description:
During the procedure a piece of the cup chipped off two separate cups. Ref: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
During the procedure a piece of the cup chipped off two separate cups.